Manufacturer narrative:
Device manufacturing date is unavailable. Return requested. Replacement computer shipped to site 10/11/2016. No parts have been received by manufacturer for analysis.on 10/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, screen became unresponsive. The navigation system monitor sscreen went black and then the mouse could not be moved. The navigation system was re-started and it was reported that there were numerous dots covering the screen on the logo. In trouble-shooting, multiple attempts to re-boot the navigation system were unsuccessful. The navigation system would not get past the boot-up screen. This issue occurred toward the end of procedure, when navigation was no longer required. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect computer finds that the system will not fully boot, hangs up at the mdt splash with multiple "(( ))" filling the screen. Boot system with know good video card and all is fully functional. The vgc has failed. After installing the replacement video graphics card, all fully functional. The reported issue was confirmed to be caused by a malfunction of the computer video graphics card. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.